Manufacturer narrative:
A customer from (B)(6) alleged a false positive result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Further information has been requested but not provided. An investigation is ongoing. (B)(4)

Event description:
A customer from (B)(6) alleged a false positive result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Further information has been requested but not provided. An investigation is ongoing.

Manufacturer narrative:
Despite several requests, no data was provided by the customer therefore no evaluation or investigation could be performed. Updated information (B)(4).

Event description:
A customer from the (B)(6) alleged a false positive result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. It is unknown which target(s) generated a positive result (sars-cov-2, flu a, flu b) the sample was repeated on the same liat and generated a negative result. No harm to patient was alleged. The initial test results were not reported to clinicians.